Event description:
Allegedly since 7 months post-op, patient complained of clicking and clunking, with associated persistent pain, especially with hip extension. Feb. 2006, presented with a similar complaint, interpreted as possible trochanteric bursitis. Hip was injected with corticoteriods and local anesthetic with minimal relief. Allegedly revised due to acetabular malposition and obvious wear scar.

Manufacturer narrative:
Investigation is not complete. Additional, information has been requested from the surgeon and the user facility. Although several attempts have been made, a medwatch 3500a form has not been received from the user facility. Event device code has been addressed in the package insert. This report will be amended when the investigation is complete. This is the same event as 1043534-2006-00128, 00129.